Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 5125856. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7037363.

Event description:
It was reported that the patient experienced unilateral loss of therapy. The patient underwent a revision procedure and upon request of the surgeons, an external trial stimulator was employed to measure impedances at two levels. The first measurement was at the lead extension end, the connections that go inside the implantable pulse generator, and a second measurement was at the end of the leads, the connections that typically go inside the lead extensions. All impedance levels were within normal range, therefore the physician decided to not change or replace anything. Post-operatively therapy was not restored, as the patient still experiences suboptimal therapy on one side. The patient later underwent another revision procedure, mfg report 3006630150-2022-00660. The model and serial numbers of the leads cannot be obtained despite four good faith efforts.